Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically and the status led was constantly illuminated and not flashing. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6)2012. The info obtained from the device showed the device failed a weekly self-test on "(B)(6) 2012" because of a low battery. The device switched to fault mode and the customer was alerted by the status indicator flashing red and the device emitting an audible warning message. On the same day, the customer installed a new pad-pak. The device performed to specification up to (B)(6) 2012, when it failed another weekly self-test because of a low battery and the customer responded by installing a new pad-pak. Data obtained from the device confirmed that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued consistently up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. The breakdown of the membrane caused the green status led to remain illuminated instead of flashing and cause excessive current drain of the device, which resulted in the early depletion of pad pak (lot a1188). The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.